Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly displayed zero units of insulin was in the cartridge. Review of pump data by tandem technical support determined the pump unexpectedly reset and the cartridge was no longer recognized by the pump. The customer's blood glucose level was 100 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy